Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial mechanical undersensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bradycardic. It was noted the leadless implantable pulse generator (ipg) may have been undersensing due to the programming of the mechanical sensing. Further reprogramming and troubleshooting was performed and the ipg remains in use. No further patient complications have been reported as a result of this event.